Event description:
It was reported that the patient was having problems with his ins (implantable neurostimulator) and it wasn't charging. It was also stated that patient's device was not working. Patient's information was not in manufacturer database. Additional information could not be requested, no point of contact was available. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).